Event description:
It was reported that, after a bhr-tha construct had been implanted on the patient's left hip on (B)(6) 2013, the patient experienced the following symptoms on the left hip: persistent pain, loosening of both acetabular and femoral components, metallosis and pseudotumor formation. A revision surgery was performed on (B)(6) 2021 to treat this adverse event; it is unknown which devices were explanted from the patient. The patient was awoken from general anesthesia and taken to recovery without complication.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
It was reported that left hip revision has been performed. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents have been reviewed. The revision operative not did not note findings consistent with the reported loosening of the acetabular and femoral components. The reported elevated cobalt and chromium levels (values not provided), pain, and intraoperative finding of a large pseudotumor may be consistent with a reaction to metal debris. However, the clinical root cause of the events cannot be determined with the available information. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant or implant failure. The impact to the patient beyond the pain, revision, and expected post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a bhr-tha construct had been implanted on the plaintiff's left hip on (B)(6) 2013, the plaintiff experienced the following symptoms on the left hip: persistent pain, unspecified mechanical failure of the prosthesis, metallosis and pseudotumor formation. A revision surgery was performed on (B)(6) 2021 to treat this adverse event; it is unknown which devices were explanted from the patient. The plaintiff´s outcome is unknown.

Event description:
It was reported that, after a bhr-tha construct had been implanted on the plaintiff's left hip on (B)(6) 2013, the plaintiff experienced the following symptoms on the left hip: persistent pain, loosening of both acetabular and femoral components with osteolytic lesions around the acetabular component, metallosis, low signal intensity debris along the anterior aspect of the hip joint, dehiscence of the anterior lateral capsule with low intensity debris lining the synovial envelope with moderately large greater trochanteric bursal fluid collection and pseudotumor formation anteriorly. A revision surgery was performed on (B)(6) 2021 to treat this adverse event; cup and femoral head were explanted. The plaintiff was awoken from general anesthesia and taken to recovery without complication.

Manufacturer narrative:
It was reported that, after a bhr had been implanted on the patient's left hip they experienced persistent pain, loosening of both acetabular and femoral components with osteolytic lesions around the acetabular component, metallosis, low signal intensity debris along the anterior aspect of the hip joint, dehiscence of the anterior lateral capsule with low intensity debris lining the synovial envelope with moderately large greater trochanteric bursal fluid collection and pseudotumor formation anteriorly. The patient was revised to competitor tha devices. The bhr devices, used in treatment, were not returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and for the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The revision operative not did not note findings consistent with the reported loosening of the acetabular and femoral components. The reported elevated cobalt and chromium levels, pain, intraoperative finding of a large pseudotumor, along with the radiological findings may be consistent with a reaction to metal debris. However, the clinical root cause of the events cannot be determined with the available information. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant or implant failure. The impact to the patient beyond the pain, revision, and expected post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.